Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, stained address/serial number label, cracked case reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had a damage on the insulin pump around the reservoir compartment. The customer¿s blood glucose level was 2.8 mmol/l. The insulin pump was returned for analysis.